Manufacturer narrative:
There is no further information available at this time. Should additional information become available, this report would be updated.

Event description:
Boston scientific received information that the lead safety switch tripped on this atrial lead. The reason was not provided. It was also noted that there were many inappropriate atrial tachy response episodes and ventricular tachy's that appear to be an atrial arrhythmia that is conducted. The daily measurements show stable atrial impedances and the ventricular lead impedances are at 1000 ohms. The atrial amplitude has also changed from 1.5mv to .3mv. Technical services discussed some troubleshooting and provided possible recommendations for lead programming depending on lead testing results.